Event description:
Precedex running at 0.1 mcg/kg/hr. 30 minutes later, the rate was increased to 02.2 mcg/kg/hr. Two hours after, the rate increase the bag of precedex was empty. The setup was verified by 2 nurses. The patient's blood pressure dropped briefly but required no medical intervention.

Manufacturer narrative:
Manufacturer's report date: 02/02/2011. (B)(4). Pcu logs and customer dataset have been received, investigation is in-progress but is not complete. A follow-up report will be submitted when the investigation is complete.